Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Functional tests included use testing. Upon use, the device immediately displayed an error code. The device was opened and there were signs of contamination. The circuit board was replaced. Based on the evidence, the complaint was confirmed. The root cause was contamination.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. It was also noted that the screen appeared red. No adverse patient effects were reported.